Manufacturer narrative:
The associated complaint devices were returned for evaluation. The visual inspection of the constrained liner revealed damage to the front rim. The damage is most likely the result of impingement with the neck of the femoral component over some period of time. The backside of the liner does exhibit yellow staining. Yellow staining is usually the result of biological fluid being absorbed overtime. The inner shell found only slight marks most likely the result of the removal process. The outer support ring was found to be broken. The break in the ring would have allowed the constrained liner to disassemble. The fracture exhibits a fatigue crack initiating in the outer surface of the ring. A fatigue crack may have formed as a result of cyclic load being applied by the neck impingement in the liner noted earlier. The final fracture revealed from the surfaces occurred when the ring was subjected to an excessive force most likely from the patient falling. The returned oxinium head exhibited some scoring/scratching on the articular surface and lower rim. These were caused by contact with another metal object. Possibly with metal components in the total assembly or an instrument, during removal. It cannot be determined when this actually occurred. It does not appear the head contributed to the fracture of the metal ring. There is no indication of a deviation of material or process during the components manufacturing. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our clinical/medical team noted no relevant clinical medical information was provided to conduct a thorough medical assessment. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision was performed due to metal ring holding r-3 constrained liner broke when patient fell, causing constrained liner to come apart. No delay or back up reported.